Event description:
I required revision surgery to relieve my hip pain, to prevent further bone and tissue destruction, and to avoid metal toxicity. Underwent total replacement of the left hip on (B)(6) 2007 due to osteoarthritis. Due to ongoing pain imaging studies were performed and showed a left hip fluid collection. Serum cobalt was 5.1 mcg/l and chromium was 3.1mcg/l. Performed (B)(6) 2014, revision surgery showed abnormal wear of the plastic liner, synovitis, metal stained granulomatous tissue and a black trunnion.